Manufacturer narrative:
A4: weight is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to communicate was not determined. They said the communicator battery not holding a charge may have contributed. They reported the issue was not resolved, they are not able to connect with the implanted device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for the call was the patient representative and patient were unable to connect to the stimulator. They kept seeing 'device is not responding'. They had the communicator recently replaced. They still had both communicators and saw 'device is not responding' with both of them. On the phone, they tried repositioning the communicator. They then saw a screen that said 'hold the handset above the recharger and select connect'. Before more information could be collected about this screen, they selected an option. They were instructed to close the application and start over. They then continued to see 'device is not responding'. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue of not being able to connect to the implant. There were no patient symptoms or further co mplications reported at this time.